Event description:
New information received noted that the right ventricular lead continued to exhibit high pacing impedance and loss of capture. The lead was capped on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
Correction: b5: corrected the lead revision date to on (B)(6) 2023.

Event description:
Additional information received notes that the lead was capped and replaced on (B)(6)2023.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance and high capture threshold. The patient would continue to be monitored. The patient was in stable condition.

Event description:
It was also reported that there was loss of capture noted on the lead.